Event description:
I purchased the luminesce 7-in-1 led facial sculptor from their official website: https://luminesceglow.com/collections/all/products/luminesce-7-in-1-led-facial-sculptor, after seeing several targeted ads on social media. The product was marketed with bold claims such as: "targets acne, fine lines and wrinkles" "boosts collagen production" "reduces inflammation and redness" "promotes cell regeneration" "complete clearance of hyperpigmentation, rosacea, fine lines and double chins" "significant boost in collagen production, reduced appearance of wrinkles" these claims gave the strong impression that the device was clinically validated, medically beneficial, and safe for use on the skin. The site also describes it as "scientifically-backed" and "dermatologist-approved," yet no scientific studies, clinical trials, or third-party certifications are provided to support these statements. After using the device exactly as instructed, I suffered a severe skin reaction. Within hours, my face (especially the cheeks and jawline) became red, hot, swollen, and inflamed. A rash developed, and over the next few days, my skin peeled and remained extremely sensitive. I was diagnosed with contact dermatitis, and my dermatologist noted the possibility of a mild thermal or phototoxic injury, potentially caused by the led or metal surface of the tool. Afterward, I looked into reviews and was alarmed to find that many other users reported similar adverse reactions, including rashes, burning, irritation, and long-lasting skin sensitivity. While some reviews are positive, they often appear vague and overly enthusiastic, leading me to question whether some of the praise may have been manufactured or incentivized, especially when compared to the detailed negative reports. The company offers no transparency about its manufacturing process, clinical testing, or safety validation. There's no clear indication that the device has been reviewed or cleared by the FDA, despite being marketed in a way that heavily implies therapeutic and cosmetic efficacy. I also attempted to contact luminesce to report the issue and request a refund, but never received a response. The lack of customer support or accessible contact information is concerning, especially given the nature of the reaction I experienced. I'm submitting this report because I believe the luminesce 7-in-1 led facial sculptor is being misrepresented to consumers, both in terms of its safety and its claimed benefits. The language used to promote this product gives a false sense of clinical credibility, and the number of adverse reactions reported online should not be ignored. Unfortunately, I no longer have the device, as I disposed of it shortly after the incident due to the reaction it caused and concerns about its safety.